Event description:
It was reported that the torque limiting driver was not tightening the implant properly and appeared to be fractured at the tip. No pt complications were reported.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination confirmed two cracks on each side of the hex tip extending approximately 2mm towards the distal end of the spring tab.